Manufacturer narrative:
At this time no conclusion can be made to what extent the device may have caused or contributed to the reported event. A manufacturing review was performed which found that the device provided was manufactured to specification. Should additional information be provided, a supplemental emdr will be submitted. Not returned to manufacturer.

Event description:
The following is based on a review of medical records and the attorney's legal claim: on (B)(6) 2001 the patient was diagnosed with recurrent pelvic organ prolapse, vaginal vault prolapse, cystocele, rectocele, enterocele, recurrent stress urinary incontinence and underwent an abdominal sacrocolpopexy with implant of "marlex" flat mesh, repair of enterocele, paravaginal repair, burch colposuspension and repair of rectocele followed by cystoscopy. The patient's attorney alleges the patient has suffered/will continue to suffer pain, suffering disability, impairment, inability to engage in chosen and necessary activities as a result of the implantation of the prior designated pelvic mesh product.